Event description:
It was reported that during catheter implant, there was an attempt to place the anchor to the catheter. It was indicated that the "dispenser bar" had pulled to the top of the catheter and the anchor could not be removed from the dispenser. It was stated that the anchor had remained on the dispenser, forming like bellows. It was noted that a different kit was used for a new catheter dispenser and that procedure was completed successfully. It was reported that the patient's health was not affected. The drug delivered via pump was unknown.

Event description:
Additional information: during pump implantation on (B)(6)2012 attempted to remove the anchor from the anchor dispenser once anchoring to the fascia had been completed, the anchor proved 'immoveable from the metallic tip' and had adhered itself in a bellows-like manner. Subsequently, an attempt was made to return the anchor to its original shape, but without success, hence the physician resigned himself to being unable to secure the anchor and thus decided to excise it from the catheter itself. The medical team opened the accessory kit, inserted a new anchor, and successfully completed the implant. The anchor dispenser was considered to be 'defective.'

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).